Event description:
Caller reported a malfunction on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer was instructed to return the problematic pump and use an alternate form of insulin delivery, specifically mdi, while waiting for a replacement pump with updated software, which was sent by cts. Customer understood and acknowledged all instructions, including how to manage the pump and sensor integration upon receiving the new pump.